Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue, but no response was received. There was no reported adverse impact on customer's blood glucose level.